Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that th manufacturer representative (rep) called to troubleshoot the patient's recharger as it had been connecting briefly to ins and then disconnecting after a few seconds and encounters the 1707 error code. The rep said the patient had an MRI for a stroke around jan 1st and ever since then the patient had encountered this recharging issue. Technical services (tss) had rep reset the wireless recharger, close out apps and bluetooth etc. And it did not resolve. The rep tried multiple positions of the recharger. The patient had no falls or trauma, impedances were good, and they can easily tell where ipg is located. Tss sent email to request overnight replacement to rep. Rep wi ll meet again with patient to set up new recharger. Additional information was received from the rep: the cause of the recharger had been connecting briefly then disconnecting was not determined. The battery appears to have moved in pocket and recharging disc isn¿t able to make consistent connection. Nurse practitioner in practice is going to talk to the physician and discuss the options for opening the battery pocket and re-positioning the battery. The patient returned the replacement recharger they had been sent.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. Product ID: wr9220, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep returned the recharger sent to replace the patient's with. When trying to connect with the replacement recharger it was discovered that the patients battery had moved inside the pocket, so the recharger was not able to make a connection.